Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not boot up completely. The rse reviewed the logfiles and performed troubleshooting steps for the mpdu but couldn¿t confirm the actual root cause. The rse suspected the issue with software corruption on the suite pc. The fse visited onsite and the rtac (remote technical assistance center) suggested to reload the azurion software. To resolve the reported issue, the fse reloaded the software, restored the most recent backup and configurations, and ran epx database batch verification. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.